Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2025.